Event description:
The distributor contacted animas on (B)(6) 2015 alleging an audio/tone (no sound) issue. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow up #1 - the device was returned to the manufacturer and investigated by product analysis on 07/21/2015 with the following findings: review of the black box data and download history does not reveal any errors, alarms or warnings related to the complaint. On investigation, the pump was powered on with only intermittent audio function. The pump was opened for investigation and revealed the contact pins for the audio component were misaligned.